Manufacturer narrative:
Unique identifier (UDI): the heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23august2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 10 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was admitted to the hospital on (B)(6) 2018 for a supratherapeutic inr of 9.6 and a low hemoglobin of 5.3 g/dl and hematocrit of 16.8 percent. The patient reported worsening weakness and dyspnea for the past week and dark bloody stools. Gastrointestinal (gi) bleeding was suspected due to the supratherapeutic inr. The patient was transfused with 2 units of packed red blood cells (prbcs) and coumadin was placed on hold. On (B)(6) 2018, the patient¿s hemoglobin was 6.2 g/dl and hematocrit was 18.9 percent. 1 unit of prbcs was transfused and hemoglobin increased to 7.0 g/dl and hematocrit to 21.1 percent. An additional unit of prbc was transfused on (B)(6) 2018. A small bowel enteroscopy performed on (B)(6) 2018 revealed a few gastric polyps that were resected and retrieved and clips were placed. In addition, there were a few recently bleeding angiodysplastic lesions in the stomach that were treated with argon plasma coagulation. A colonoscopy was attempted, but was recommended to be repeated at a later time as the patient did not complete preparation. Protonix 40mg daily for 12 weeks was recommended. The patient¿s hemoglobin and hematocrit remained stable for the rest of the hospital admission with no further reports of melena. On (B)(6) 2018, the patient was discharged home with a hemoglobin of 8.9 g/dl and hematocrit of 27 percent. No additional information was provided.